Event description:
A malfunction alarm indicated as malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed the malfunction code did not recur post-reset. The customer was advised to continue using the pump and to call back if any issues arise again.